Event description:
It was reported that the patient experienced ineffective therapy with their scs system. In turn, reprogramming was unable to resolve the issue. Additionally, patient had swelling and drainage at the ipg site. As a result, surgical intervention took place on 13 january 2025, wherein the entire system was explanted. It is unknown which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000157504. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.